Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the device staple? Yes. If the device stapled, were there any staples missing from the staple line? It was not observed. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Some were legs straight, some were irregular. Were the staples seen in the surgical field? Yes.

Event description:
It was reported that during a duodenopancreatectomy procedure, the surgeon felt it difficult to squeeze the device and there was no audible feedback. The surgeon squeezed the firing trigger again and there was no audible feedback either. The device removed and the surgeon checked the tissue, it was not cut through. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m5641e. The analysis results found that the cdh29a device arrived in good visual condition. With the washer casing half present on the device. In addition the anvil was received with a washer present, uncut and indented, this condition indicate that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. In addition the returned anvil has the washer present uncut and indented, it is possible that the returned anvil does not belong to the returned device. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.